Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 9958 ml during drain number 5 of treatment. This drain volume is 498% the patient's largest treatment fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did report the cycler felt like it was pulling too hard during the last drain cycle, but did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient received a new cycler and continued use of the replacement cycler without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test and valve actuation test passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 9958 ml during drain number 5 of treatment. This drain volume is 498% the patient's largest treatment fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did report the cycler felt like it was pulling too hard during the last drain cycle, but did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient received a new cycler and continued use of the replacement cycler without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 9958 ml during drain number 5 of treatment. This drain volume is 498% the patient's largest treatment fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did report the cycler felt like it was pulling too hard during the last drain cycle, but did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient received a new cycler and continued use of the replacement cycler without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3, d10 therapy dates.